Event description:
The home pt (hp) contacted baxter's technical service center for assistance during apd therapy. The hp rec'd a "check lines & bags alarm." While troubleshooting, the pt had left the drain clamp closed. Additionally, the hp indicated while pulling on cassette tubing, the supply line became separated from the solution bag during priming. The technician assisted the hp in discontinuing therapy and the hp was advised to start over with new supplies. F/u with the hp indicated they completed their therapy with manual exchanges. No pt injury or medical intervention per hp.